Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
Manuscript bone joint j. 2016 feb;98-b(2):187-93. Describes the re-revision of patient 6 following recurrent symptomatic pseudotumour, 10 months after prior revision.

Manufacturer narrative:
An event regarding altr ( adverse local tissue reaction) involving an unknown accolade stem was reported. These were confirmed following a review of the available information by clinical consultant. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: a review of the provided information by a clinical consultant noted that: metal-related adverse tissue responses including pseudo tumor are often located in the hip abductor musculature, such as also reported for this patient. After removal of the pseudo tumor, fibrous scar tissue takes the place of the musculature but being a non-contractile tissue, its stability support is minimal to absent. This is the fundamental problem to cause persistence of the recurrent dislocation problem after the first revision in this patient. Conclusions: a review of the provided information by a clinical consultant concluded that: muscular damage in hip abductor musculature as a consequence to prior presence of metal-related adverse local tissue reactions with pseudo tumor formation have contributed to loss of soft tissue stability across the hip arthroplasty with persistence of the recurrent dislocation problem as a result requiring a second revision 10-months after the first revision. If further information such as device details becomes available or the product s returned, this investigation will be re-opened.

Event description:
Manuscript bone joint j. 2016 feb;98-b(2):187-93. Doi: 10.1302/0301-620x.98b2.36593 describes the re-revision of patient 6 following recurrent symptomatic pseudotumour, 10 months after prior revision.